Event description:
Report received from abbott international affiliate, of a tubing ruture during power injection for a CT study. The report stated the following; "the IV solution was sodium chloride for injection. The set was connected to the patient via a 20 gauge angiocath that was inserted peripherally. The dedicated tubing for the injector pump was connected to the lower clave y port. The contrast dye was omnipaque and was described as a viscous solution. The slide clamp was moved as close as possible to the clave y port and clamped. The injector was then programmed to infuse 3 - 4 cc/sec for a volume of 100cc to infuse (over approx 25 seconds). The tubing ruptured immediately. "The customer reported" no harm or consequence to the patient. The procedure needed to be set up and restarted. It was reported that the contrast media pooled around the injection site and did not splash the patient's face, but the IV access site required replacing. The customer reported the tubing ruptured between the distal clave port and the male luer adapter. Though requested, no additional information was available.